Event description:
A user facility reported while the patient was under general anesthesia, during a vaser procedure, the pump stopped functioning mid treatment. After 30 minutes of delay, the pump resumed to function and the procedure was continued. There was no injury to the patient.

Manufacturer narrative:
Field service confirmed the system issue and found the vacuum was stuck. The wireless foot switches'' batteries were depleted and were not paired correctly to the system. Service replaced the vacuum pump and the batteries on the two foot switches. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis. No corrective action required.